Event description:
It was reported that the recipient experienced fluctuations in hearing performance and suddenly was not able to hear with the device. No swelling over the implant was reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Additionally, damage to the active electrode was found likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient stopped hearing with the device several days ago. It was reported that the recipient experienced fluctuations in hearing performance and suddenly was not able to hear with the device. No swelling over the implant was reported. Re-implantation is considered.